Manufacturer narrative:
(B)(4). Results: a review of the device history record and material review report was completed and no abnormalities or irregularities were found during the manufacture of the lot number. One used unit was received for analysis. The engineer examined the device and confirmed that the catheter separated from the winged inserter. Conclusions: the engineer concluded that the catheter had separated from the winged inserter. This occurred as the catheter and wedge were not properly aligned. A vision system of the catheter and wedge flare is currently in the validation process. This will avoid variation in the manual operation, (B)(4) and evaluate the process to establish controls (flare and wedge automatic inspection). (B)(4).

Event description:
The catheter was inserted on (B)(6) 2010, prior to a cesarean operation. The catheter was left in place and used for post operation infusion. Three days later, the catheter was found broken and the catheter fragment was not located. X-rays were taken and the fragment was not located in the upper half of the body.